Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the mid right coronary artery. A 4x16mm graftmaster covered stent was deployed successfully and sealed the area where it was placed but failed to seal the perforation as the perforation was large and needed another stent. Another 3.5x16mm graftmaster covered stent was deployed successfully and sealed the area where it was placed but failed to seal the perforation as the perforation was larger than anticipated and needed another stent. A 4x16mm graftmaster covered stent was being advanced but dislodged, so an unspecified balloon was used to crush the dislodged stent to the vessel wall. An unspecified stent was used to seal the perforation and successfully complete the procedure. In the opinion of the physician, the use of the graftmasters did not cause or contribute to complications or adverse events. The first two graftmaster stents sealed the areas where they were placed and did not have any device malfunctions. No additional information was provided.